Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was pt reported that for the past 6 months, their implant battery is depleting faster than usual. Pt said that they have to charge their implant every 1 to 2 days because the battery will be "dead" by then and prior to this happening, they only had to charge every 30 days. Pt said that they always leave their stimulator on. Pt also said that around the same time they noticed the implant battery depleting faster than usual, they also started experiencing pain in their hip right there where the implant is. Pt said their hip was hurting really bad so they went to their doctor but they didn't know anything about it. Pt said they have been trying to get in touch with their hcp but said that they aren't in practice anymore. Pt said they don't remember seeing any messages appear on their recharger while charging their implant and didn't have the recharger with them at the time of the call. Pt said that they don't really look at the recharger when they lie down to charge the implant. The patient was redirected to their healthcare provider to further address the issue. To address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.